Event description:
The consumer reported that the patient experienced a loss or change of therapy. This was due to a sudden change in the last 3 weeks in (B)(6) 2016. The patient was not sure their device was working properly because it worked well initially, but they were having issues again. It seemed like the patient was back to their baseline symptoms. The patient was not sure if they were feeling stimulation, or if they had just gotten used to it over time. The patient's therapy was on. There were no trauma or falls that could be related to the issue. The other day a door hit the patient in the back, but it was not near the implant and they didn't think it affected their device. The patient increased amplitude to 4.4 and now felt stimulation sensation comfortably. The patient would have an appointment next week with their managing health care provider (hcp) and would notify them if their concerns were not resolved. The indications for use for this patient were fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient reported the cause of the issue was not determined but they changed settings and it was working much better. They noted that the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.